Manufacturer narrative:
Due to character limits, event site name - (B)(6) hospital event site address - (B)(6) a supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that during use, the helium gas in the cardiosave intra-aortic balloon pump (iabp) was depleting faster than usual..

Manufacturer narrative:
Updated fields - b4, b5, g3, g6, h1, h2, h3, h6 (health effect - impact code, type of investigation, investigation findings, component codes, investigation conclusions). A getinge field service engineer (fse) checked for leaks at each connection point along the route through which helium gas passes and confirmed that there were no leaks. Replaced the special seal at the helium cylinder attachment point. A helium gas leak test was conducted and the results were good, so the device was returned to the hospital.

Event description:
It was reported by customer that during use, the helium gas in the cardiosave intra-aortic balloon pump (iabp) was depleting faster than usual. There was no harm or injury reported.